Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. The lead distal conductor was kinked and buckled. The proximal conductor was also kinked and buckled and it was visually noted that there was implant damage.

Event description:
It was reported that during implant, during a repositioning attempt of the left ventricular (lv) lead, neither the stylet nor a guidewire would pass beyond approximately twenty centimeters. The lead was removed, and a different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).